Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, the forceps was advanced and positioned within the patient's stomach. However, as the jaws were closed onto the tissue, one of the jaws detached and fell into the small intestine. The jaw was not retrieved as the physician believed that leaving the cup would pose no harm to the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the forceps device was successfully tested before use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, the forceps was advanced and positioned within the patient's stomach. However, as the jaws were closed onto the tissue, one of the jaws detached and fell into the small intestine. The jaw was not retrieved as the physician believed that leaving the cup would pose no harm to the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the forceps device was successfully tested before use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that a jaw had broken at the tang hole section. Functionally, the returned unit was not tested due to the sample return condition. The device welding and riveting was found to be within manufacturing specifications. The fractured part was sent for material analysis, and it was determined that the fracture was due to torsional overload. The condition of the returned incident device was consistent with the complaint that the jaw broke. Based on the material analysis, the fracture likely occurred due to torsional overload. The most probable root cause is operational context as torsional overload was applied to the device due to anatomical or procedural factors and causing the jaw to fracture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Device (B)(4) is related to (B)(4) for the reported event of jaw detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).